Event description:
Customer reported via phone call that they received a button error alarm. The blood glucose reading is 12.2 mmol/l.

Manufacturer narrative:
All buttons functioned properly. No button error alarms or keypad anomaly noted during testing. The connector on the lcd board was inspected and no anomaly was noted. No moisture damage was noted inside the pump. The pump was received with a cracked case at display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.